Manufacturer narrative:
Since the customer described a ureteroscope, olympus selected urf-p6 as the representative model. Additional information including procedure and patient details were requested but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic steinstrasse procedure, a ureteroscope was stuck in a sheath while in the patient¿s ureter, and the physician could not remove it. The patient was moved to interventional radiology and underwent a percutaneous nephrolithotomy. The patient was stable.